Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, an endovascular aneurysm repair (evar) was performed for the patient with abdominal aorta aneurysm. A bifurcated stent graft (main body) was implanted. On (B)(6) 2018, the patient felt a strong numbness on his left leg and was unable to move it. The patient was transported to the hospital by an ambulance. A computerized tomography (CT) showed a dissection from the proximal edge of afx2 main body. CT also showed the deformation of main body proximal portion due to blood flowing into the false lumen. In addition, thrombotic occlusion of the left common iliac artery (cia) to external iliac artery (eia) was confirmed. A surgical operation was performed and the main body was explanted. There have been no additional patient sequelae reported.